Event description:
It was reported that during a procedure of the heavily calcified, circumflex artery, post predilatation of the vessel with a non-compliant balloon, the xience prime stent delivery system (sds) was advanced but could not cross the target lesion. The physician applied force on the sds and the shaft broke proximal to the hypotube. Both pieces of the xience prime sds were easily removed from the anatomy. A second non-abbott stent delivery system was attempted to advance in the vessel, however, the shaft also broke while trying to cross the lesion. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. The procedure was concluded with only the predilatation being performed to the vessel. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience prime stent delivery system (sds) noted blood on the balloon, stent implant and on the shaft. There was dried contrast on the shaft. This is consistent with handling and advancement into the body. The stent implant was stationary on the tightly folded balloon between the markers, with no damage noted. Dimensional analysis found the tip length and stent implant outer diameters met manufacturing criteria. There were two kinks and multiple bends throughout the entire length of the hypotube. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as heavily calcified and 100% stenosed, which likely contributed to the failure to cross. It was confirmed that the hypotube had separated distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separating. The hypotube jacket was stretched and separated at the same location. Additionally, it was reported that as force was used in the attempt to cross the shaft ultimately separated. It should be noted that the xience prime instructions for use (IFU) cautions the user that applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. In this instance, the IFU deviation likely contributed to the reported shaft separation. A review of the device lot history record did not reveal any nonconforming material records for this lot relevant to this report. Additionally, a query of the complaint-handling database was performed and there is nothing to indicate a lot specific product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture before release. Additionally, all stent delivery systems are inspected for kinks during the manufacturing process.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: miracle 6; guide cath: launcher; sheath: terumo. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.